Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with the merlin mobile application. Further investigation found that the device exhibited potential bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator successfully paired to the merlin application. No intervention was reported.